Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 serial # updated. The device was evaluated by zoll approved bussiness partner procamed ag. The customer's report was duplicated and attributed to the defective processor/bridge/pace (pbp) board. The pbp board was replaced to remedy the report. The customer's report was duplicated and attributed to foreign substance on the defib receptacle. The defib receptacle was replaced to remedy the report. The device was recertified and returned to the customer.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the defibrillator device was unable to connect to the associated multifunction cable and failed self-test for defib function. Complainant indicated that there was no patient involvement in the reported malfunction.